Event description:
It is reported that the device was implanted in 2007 and revised and in 2008, due to pain.

Manufacturer narrative:
Evaluation summary: no x-rays or product have been provided and patient age, height, weight and activity level are unk. The exact cause cannot be determined with certainty. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.